Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-05560/05562).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, synovial fluid, metallosis, hypothyroidism and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2013. Review of invoice history indicates the modular head, acetabular component and taper sleeve were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-05560 / 05562).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2006. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, synovial fluid, metallosis, hypothyroidism and elevated metal ion levels. Subsequently, the patient was revised on (B)(6), 2013. Review of invoice history indicates the modular head, acetabular component and taper sleeve were removed and replaced. No further information has been provided to date. Additional information provided from legal counsel with operative notes indicates patient left hip revision surgery was on (B)(6), 2013. Additional information provided from legal counsel with operative notes indicates fluid, proliferation of the synovium and metal-stained synovium were present at time of left hip revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.